Event description:
Report received of an unexpected patient death while the device was in patient use. Customer risk manager reports that: "the patient expired unexpectedly, but there is no indication at present that any pump malfunction occurred. In fact the pump was placed on a subsequent patient and no problems occurred." They later decided to pull the pump for analysis. The device history had been overwritten by the subsequent patient activity. Risk manager states, "we are still investigating. I cannot rule out the pump at present, but have no indication of any malfunction." Risk manager could not say if the amount of drug gone from the medication vial was as expected. States autopsy results are not expected for "weeks." Additional information was requested, but not provided by the customer.